Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of a laparoscopic procedure, the patient had anastomotic fistula after five days. The procedure was converted to open procedure but not related to device issue. Hospitalization was extended and a parenteral nutrition was ordered as a medical intervention to prevent permanent impairment. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.